Event description:
User noted a large amount of water leaking from the left side of the instrument onto the floor. User stated that she has not seen any issues with pt results, and operator was not harmed. The field service representative stated that the customer replaced plug on washpipe as part of maintenance which resolved the issue.